Event description:
The patient contacted animas on (B)(6) 2012 reporting that that a new battery cap and battery was used and the patient was not able to get the pump to reboot properly. The patient stated that the pump continued to cycle and give the reboot beep. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated rebooting had occurred. A "low battery" warning occurred at 11:01am on (B)(4) 2012 and was unacknowledged, followed by a "replace battery" alarm at 12:59pm on (B)(4) 2012. The black box shows that the battery voltage at the time of the alarms was low. The unacknowledged alarms completely discharge the battery, resulting in continuous rebooting. There was no damage found with the battery compartment. The battery cap was not returned with the pump for investigation. A test battery cap was able to fully tighten with no yellow o-ring showing. The pump was exercised for 24 hours with no power issues or alarms occurring. There was no defect found on investigation.